Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that some episodes of noise were observed. P wave oversensing in the v lead were noted. This appear to be like diaphragmatic signals not emi. The patient will be coming for lead replacement by the end of the month. There were no patient consequences.

Event description:
New information notes that the patient came for lv lead implant on (B)(6) 2019. Provocation testing was performed, and rv lead was checked, no emi seen. The physician decided to continue to monitor as usual.